Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and her both essure were found dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus (understood as embedded device). She also presented a demyelinating disease amongst non-serious events. Consumer underwent a total hysterectomy and bilateral salpingectomy. Embedded device is anticipated whereas demyelinating disease is unanticipated in the reference safety information for essure. The exact time point and mechanism of embedment are not known, however, considering the event's nature, it was considered related to essure. Demyelinating diseases can be caused by genetics, by infectious agents, by autoimmune reactions, and by chemicals and drugs. Considering this and essure's local action at fallopian tubes, causality between essure and this event can be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), device expulsion ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), demyelination ("demyelinating disease"), hemianaesthesia ("other injury or complication: left side numbness") and urinary tract infection bacterial ("infection: urinary tract bacterial infection") in a 37-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (deliveries on (B)(6)1991 and (B)(6)2000.), parity 2 (deliveries on (B)(6)1991 and (B)(6)2000.), c-section (on (B)(6)1991 and (B)(6)2000.), diabetes (diabetes and neuropathy in feet) in (B)(6)2017 and neuropathy peripheral (diabetes and neuropathy in feet) in (B)(6)2017. Previously administered products included for birth control: mirena from (B)(6)2008 to (B)(6)2009 and mirena from (B)(6)2008 to (B)(6)2009. Concurrent conditions included overweight. Concomitant products included insulin. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced rash pruritic ("facial rashes and itching"). On (B)(6)2010, 1 year after insertion of essure, the patient experienced mental disorder ("psychological or psychiatric problems (unspecified)"), hemianaesthesia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhoea (cramping)"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses / abnormal bleeding (vaginal menorrhagia)"), dyspareunia ("pain during intercourse / painful sexual intercourse"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), uterine leiomyoma ("leiomyoma of the uterus / tumor/teratoma/cancer / tumor/teratoma/cancer: uterine fibroids"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and neuralgia ("nerve pain"). In 2010, the patient experienced uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), vomiting ("vomiting"), vaginal infection ("vaginal infections"), sciatica ("sciatica (legs pain)"), radiculopathy ("radiculopathy") and dental caries ("tooth decay"). In (B)(6)2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced cystitis ("bladder infection"). On (B)(6)2016, the patient experienced endometriosis ("extensive endometriosis observed"). On an unknown date, the patient experienced urinary tract infection bacterial (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), menstruation irregular ("irregular periods"), abdominal pain ("abdomen pain") and complication of device removal ("surgery took 4 hours longer than expected"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6)2016) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device expulsion, demyelination, mental disorder, hemianaesthesia, urinary tract infection bacterial, back pain, menorrhagia, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal discharge, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation, uterine leiomyoma, migraine, cystitis, endometriosis, vaginal haemorrhage, depression, neuralgia, menstruation irregular, abdominal pain and complication of device removal outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, complication of device removal, cystitis, demyelination, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, hemianaesthesia, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, neuralgia, radiculopathy, rash pruritic, sciatica, urinary tract infection bacterial, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight fluctuation to be related to essure. The reporter commented: according to her medical records: during insertion procedure, somewhat difficult visualization with proliferative endometrium, especially around the periosteum area; the right tube was cannulized and the essure was released with approximately 8-10 coils seen in the cavity on the right side with the filament clearly going into the tube. The left side was eventually cannulized and the coils were released with 2-3 coils being on the left side. The impression of device removal procedure on (B)(6)2016 was left essure device malpositioned within the endometrial cavity; the right device is at its expected location. Few uterine fibroids. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Pmf: her surgery (hysterectomy with bilateral salpingectomy) took 4 hours longer than expected and extensive endometriosis observed. Patient took a leave from job for medical reasons from (B)(6)2016 until (B)(6)2016 treatment for diabetes and neuropathy in feet: insulin (B)(6)2017), metanx (B)(6)2017) and metformin (B)(6)2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2009: full occlusion of fallopian tubes then total bilateral occlusion ultrasound scan vagina - in (B)(6)2015: essure migrated from the left fallopian tube the pathology test on (B)(6)2016, showed the non coiled segment inserts into right cornu and is embedded into the myometrium. There is a second, silver metallic coiled fragment (consistent with essure device) along the left cornu, which is embedded within the myometrium, approximately 0.4 cm from the left fallopian tube lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal infection, back pain, abdominal pain, nausea, vomiting, arthralgia, rash, pelvic pain, menorrhagia, and embedded device. Demyelination confirmed to be lumbar radiculitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Event: surgery took 4 hours longer than expected was added. Extensive endometriosis observed on (B)(6)2016. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus") and demyelination ("demyelinating disease") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2010, the patient experienced pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), rash pruritic ("facial rashes and itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), headache ("headaches"), sciatica ("sciatica"), radiculopathy ("radiculopathy"), dental caries ("tooth decay") and weight fluctuation ("weight fluctuation"). In (B)(6) 2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced uterine leiomyoma ("leiomyoma of the uterus"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the embedded device, demyelination, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal discharge, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation and uterine leiomyoma outcome was unknown. The reporter considered embedded device, demyelination, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal discharge, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation and uterine leiomyoma to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes. In (B)(6) 2015: ultrasound scan vagina result was essure migrated from the left fallopian tube. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and her both essure were found dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus (understood as embedded device). She also presented a demyelinating disease amongst non-serious events. Consumer underwent a total hysterectomy and bilateral salpingectomy. Embedded device is anticipated whereas demyelinating disease is unanticipated in the reference safety information for essure. The exact time point and mechanism of embedment are not known, however, considering the event's nature, it was considered related to essure. Demyelinating diseases can be caused by genetics, by infectious agents, by autoimmune reactions, and by chemicals and drugs. Considering this and essure's local action at fallopian tubes, this event can be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), device expulsion ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), demyelination ("demyelinating disease"), hemianaesthesia ("other injury or complication: left side numbness") and urinary tract infection bacterial ("infection: urinary tract bacterial infection") in a 37-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), c-section (on (B)(6) 1991 and (B)(6) 2000.), diabetes (diabetes and neuropathy in feet) in (B)(6) 2017 and neuropathy peripheral (diabetes and neuropathy in feet) in (B)(6) 2017. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009 and mirena from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included overweight. Concomitant products included insulin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash pruritic ("facial rashes and itching"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced mental disorder ("psychological or psychiatric problems (unspecified)"), hemianaesthesia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhoea (cramping)"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses / abnormal bleeding (vaginal menorrhagia)"), dyspareunia ("pain during intercourse / painful sexual intercourse"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), uterine leiomyoma ("leiomyoma of the uterus / tumor/teratoma/cancer / tumor/teratoma/cancer: uterine fibroids"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and neuralgia ("nerve pain"). In 2010, the patient experienced uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), vomiting ("vomiting"), vaginal infection ("vaginal infections"), sciatica ("sciatica (legs pain)"), radiculopathy ("radiculopathy") and dental caries ("tooth decay"). In (B)(6) 2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced urinary tract infection bacterial (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), endometriosis ("extensive endometriosis observed"), menstruation irregular ("irregular periods") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, demyelination, mental disorder, hemianaesthesia, urinary tract infection bacterial, back pain, menorrhagia, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal discharge, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation, uterine leiomyoma, migraine, cystitis, endometriosis, vaginal haemorrhage, depression, neuralgia, menstruation irregular and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, demyelination, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, hemianaesthesia, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, neuralgia, radiculopathy, rash pruritic, sciatica, urinary tract infection bacterial, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight fluctuation to be related to essure. The reporter commented: accroding to her medical records: during insertion procedure, somewhat difficult visualization with proliferative endometrium, especially around the periosteum area; the right tube was cannulized and the essure was released with approximately 8-10 coils seen in the cavity on the right side with the filament clearly going into the tube. The left side was eventually cannulized and the coils were released with 2-3 coils being on the left side. The impression of device removal procedure on (B)(6) 2016 was left essure device malpositioned within the endometrial cavity; the right device is at its expected location. Few uterine fibroids. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Pmf: her surgery (hysterectomy with bilateral salpingectomy) took 4 hours longer than expected and extensive endometriosis observed. Patient took a leave from job for medical reasons from (B)(6) 2016 until (B)(6) 2016 treatment for diabetes and neuropathy in feet: insulin ((B)(6) 2017), metanx ((B)(6) 2017) and metformin ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes then total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2015: essure migrated from the left fallopian tube the pathology test on (B)(6) 2016, showed the non coiled segment inserts into right cornu and is embedded into the myometrium. There is a second, silver metallic coiled fragment (consistent with essure device) along the left cornu, which is embedded within the myometrium, approximately 0.4 cm from the left fallopian tube lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal infection, back pain, abdominal pain, nausea, vomiting, arthralgia, rash, pelvic pain, menorrhagia, and embedded device. Demyelination confimed to be lumbar radiculitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), device expulsion ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), demyelination ("demyelinating disease"), hemianaesthesia ("other injury or complication: left side numbness") and urinary tract infection bacterial ("infection: urinary tract bacterial infection") in a 37-year-old female patient who had essure (batch no. C03096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), c-section (on (B)(6) 1991 and (B)(6) 2000.), diabetes (diabetes and neuropathy in feet) in (B)(6) 2017 and neuropathy peripheral (diabetes and neuropathy in feet) in (B)(6) 2017. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009 and mirena from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included overweight. Concomitant products included insulin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash pruritic ("facial rashes and itching"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced mental disorder ("psychological or psychiatric problems (unspecified)"), hemianaesthesia (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhoea (cramping)"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses / abnormal bleeding (vaginal menorrhagia)"), dyspareunia ("pain during intercourse / painful sexual intercourse"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), uterine leiomyoma ("leiomyoma of the uterus / tumor/teratoma/cancer / tumor/teratoma/cancer: uterine fibroids"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and neuralgia ("nerve pain"). In 2010, the patient experienced uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), vomiting ("vomiting"), vaginal infection ("vaginal infections"), sciatica ("sciatica (legs pain)"), radiculopathy ("radiculopathy") and dental caries ("tooth decay"). In (B)(6) 2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced urinary tract infection bacterial (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), endometriosis ("extensive endometriosis observed"), menstruation irregular ("irregular periods") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, demyelination, mental disorder, hemianaesthesia, urinary tract infection bacterial, back pain, menorrhagia, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal discharge, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation, uterine leiomyoma, migraine, cystitis, endometriosis, vaginal haemorrhage, depression, neuralgia, menstruation irregular and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, demyelination, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, hemianaesthesia, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, neuralgia, radiculopathy, rash pruritic, sciatica, urinary tract infection bacterial, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight fluctuation to be related to essure. The reporter commented: accroding to her medical records: during insertion procedure, somewhat difficult visualization with proliferative endometrium, especially around the periosteum area; the right tube was cannulized and the essure was released with approximately 8-10 coils seen in the cavity on the right side with the filament clearly going into the tube. The left side was eventually cannulized and the coils were released with 2-3 coils being on the left side. The impression of device removal procedure on (B)(6) 2016 was left essure device malpositioned within the endometrial cavity; the right device is at its expected location. Few uterine fibroids. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Pmf: her surgery (hysterectomy with bilateral salpingectomy) took 4 hours longer than expected and extensive endometriosis observed. Patient took a leave from job for medical reasons from (B)(6) 2016 until (B)(6) 2016. Treatment for diabetes and neuropathy in feet: insulin ((B)(6) 2017), metanx ((B)(6) 2017) and metformin ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes then total bilateral occlusion ultrasound scan vagina - in (B)(6) 2015: essure migrated from the left fallopian tube the pathology test on (B)(6) 2016, showed the non coiled segment inserts into right cornu and is embedded into the myometrium. There is a second, silver metallic coiled fragment (consistent with essure device) along the left cornu, which is embedded within the myometrium, approximately 0.4 cm from the left fallopian tube lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal infection, back pain, abdominal pain, nausea, vomiting, arthralgia, rash, pelvic pain, menorrhagia, and embedded device. Demyelination confimed to be lumbar radiculitis most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection: urinary tract bacterial infection, migration of essure device: post-hysterectomy pathology analysis revealed that both essure micro-inserts were embedded in the wall of the uterus, psychological or psychiatric problems: depression, other injury or complication: left side numbness and nerve pain, irregular periods and abdomen pain. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus") and demyelination ("demyelinating disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), rash pruritic ("facial rashes and itching"), vaginal infection ("vaginal infections") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), sciatica ("sciatica"), radiculopathy ("radiculopathy"), dental caries ("tooth decay") and weight fluctuation ("weight fluctuation"). In (B)(6) 2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced uterine leiomyoma ("leiomyoma of the uterus"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, demyelination, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation, uterine leiomyoma and device expulsion outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, demyelination, dental caries, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, nausea, pelvic pain, radiculopathy, rash pruritic, sciatica, uterine leiomyoma, uterine pain, vaginal infection, vomiting and weight fluctuation to be related to essure. The reporter commented: accroding to her medical records: during insertion procedure, somewhat difficult visualization with proliferative endometrium, especially around the periosteum area; the right tube was cannulized and the essure was released with approximately 8-10 coils seen in the cavity on the right side with the filament clearly going into the tube. The left side was eventually cannulized and the coils were released with 2-3 coils being on the left side. The impression of device removal procedure on (B)(6) 2016 was left essure device malpositioned within the endometrial cavity; the right device is at its expected location. Few uterine fibroids. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan vagina - in (B)(6) 2015: essure migrated from the left fallopian tube the pathology test on (B)(6) 2016, showed the non coiled segment inserts into right cornu and is embedded into the myometrium. There is a second, silver metallic coiled fragment (consistent with essure device) along the left cornu, which is embedded within the myometrium, approximately 0.4 cm from the left fallopian tube lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal infection, back pain, abdominal pain, nausea, vomiting, arthralgia, rash, pelvic pain, menorrhagia, and embedded device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: information regarding essure insertion and removal procedures were reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), device expulsion ("both essure dislodged from the fallopian tubes and migrated into the uterus, as both micro-inserts were noted to be embedded in the wall of the uterus"), demyelination ("demyelinating disease"), mental disorder ("psychological or psychiatric problems (unspecified) ") and urinary tract infection ("infection urinary tract") in a 37-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), parity 2 (deliveries on (B)(6) 1991 and (B)(6) 2000.), c-section (on (B)(6) 1991 and (B)(6) 2000.), diabetes (diabetes and neuropathy in feet) in (B)(6) 2017 and neuropathy peripheral (diabetes and neuropathy in feet) in (B)(6) 2017. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009 and mirena from (B)(6) 2008 to (B)(6) 2009. Concomitant products included insulin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhoea (cramping)"), menorrhagia ("heavy bleeding during menstruation/ abnormally long menses / abnormal bleeding (vaginal menorrhagia)"), dyspareunia ("pain during intercourse / painful sexual intercourse"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), migraine ("migraine") and mental disorder (seriousness criterion medically significant). In 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping "), the first episode of back pain ("severe back pain"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain"), vomiting ("vomiting"), rash pruritic ("facial rashes and itching"), vaginal infection ("vaginal infections") with vaginal discharge, sciatica ("sciatica (legs pain)"), radiculopathy ("radiculopathy") and dental caries ("tooth decay"). In (B)(6) 2012, the patient experienced demyelination (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced uterine leiomyoma ("leiomyoma of the uterus / tumor/teratoma/cancer"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of back pain ("lower back pain") and endometriosis ("extensive endometriosis observed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, demyelination, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, uterine pain, arthralgia, dyspareunia, alopecia, nausea, vomiting, rash pruritic, vaginal infection, fatigue, headache, sciatica, radiculopathy, dental caries, weight fluctuation, uterine leiomyoma, migraine, mental disorder, cystitis, urinary tract infection, the last episode of back pain and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, cystitis, demyelination, dental caries, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, radiculopathy, rash pruritic, sciatica, urinary tract infection, uterine leiomyoma, uterine pain, vaginal infection, vomiting, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: according to her medical records: during insertion procedure, somewhat difficult visualization with proliferative endometrium, especially around the periosteum area; the right tube was cannulized and the essure was released with approximately 8-10 coils seen in the cavity on the right side with the filament clearly going into the tube. The left side was eventually cannulized and the coils were released with 2-3 coils being on the left side. The impression of device removal procedure on (B)(6) 2016 was left essure device malpositioned within the endometrial cavity; the right device is at its expected location. Few uterine fibroids. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Pmf: her surgery (hysterectomy with bilateral salpingectomy) took 4 hours longer than expected and extensive endometriosis observed. Patient took a leave from job for medical reasons from (B)(6) 2016 until (B)(6) 2016 treatment for diabetes and neuropathy in feet: insulin ((B)(6) 2017), metanx ((B)(6) 2017) and metformin ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan vagina - in (B)(6) 2015: essure migrated from the left fallopian tube the pathology test on (B)(6) 2016, showed the non coiled segment inserts into right cornu and is embedded into the myometrium. There is a second, silver metallic coiled fragment (consistent with essure device) along the left cornu, which is embedded within the myometrium, approximately 0.4 cm from the left fallopian tube lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, vaginal infection, back pain, abdominal pain, nausea, vomiting, arthralgia, rash, pelvic pain, menorrhagia, and embedded device. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Events added: migraine, physiologic disorder, bladder and urinary tract infection, lower back pain and endometriosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.